Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The medtronic representative found that when she leaned on the vertek arm the arm did move slightly causing inaccuracy. A software investigation was completed and suspects that the inaccuracy was caused by movement of the vertek arm. Software is functioning as designed. The instructions for use (IFU) which accompanies this device contains the following warnings regarding frame movement: warning: do not bump or reposition the patient reference after registration. Movement of the patient reference will result in inaccurate navigation. If the patient reference moves in relation to the patient anatomy at any time after registration, you must re-register.

Event description:
A medtronic representative reported that during a cranial resection procedure the surgeon alleged the navigation system was 1 centimeter inaccurate. The surgeon did confirmed accuracy after registration, the inaccuracy was noticed about an hour into the surgery. The surgeon opted to complete the procedure without the use of the navigation system. Surgeon used an ultrasound to confirm that all the tumor was removed. There was no impact on patient outcome.